Event description:
It was reported the patient was no longer receiving stimulation coverage. It was also reported the patient has never used the patient programmer. The patient is scheduled for a surgical consult to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.